Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had random no delivery alarms every six to eight weeks as well as insulin pump was reject batteries once in four weeks. A customer reported that they change the infusion set when this was happening. Insulin pump will not be returned for analysis.